Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts from the most distal stent row were stretched and damaged. This type of damage is consistent with the stent encountering resistance during withdrawal. No issues were noted with the balloon and tip sections of the device. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The target lesion was located in a moderately tortuous left circumflex (lcx). A 3.00x20mm promus element drug-eluting stent was advanced to treat the target lesion but failed to cross the lesion and subsequently had to be withdrawn. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.